Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision and partial mesh resection on (B)(6) 2009 by dr. (B)(6) due to recurrent tension free vaginal tape secur mesh erosion.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision and partial mesh resection on (B)(6) 2009 by implanting surgeon for recurrent tvt mesh erosion.